Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but per the privacy policies from the health care provider (hcp), further information was not disclosed. Block b3: approximated based on the date the physician became aware of the event.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) implant presented with redness and purulent discharge at the right lead site. The physician noted that the patient had been manipulating the incision site, likely contributing to the issue. The patient underwent a subsequent procedure wherein the lead was removed. Device analysis was not performed, as the facility retained the lead per their protocol. The patient did well post-operatively.